Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter from their dentist. The aligners caused their gum to deteriorate from the four years of use of the aligners. They also reported they had to have root canal done on their back bottom tooth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.